Event description:
It was initially reported that the battery either over-charged and split or it was dropped, causing it to split. Staff on duty insisted, it was not damaged or hit against anything at all. Further statements directly from the facility on 10/05/2009 indicated, the staff was working in the office at their desk. The battery and charger were on the floor at the end of the desk in the corner. The office has no extractor and staff complained of feeling nauseous. On further investigation, a smell was coming from the vicinity of the battery and charger; it was therefore thought that they were the cause. No medical help was called, and the area was vacated. Evidence showed burn marks on the carpet in the corner where the battery was being charged. On checking the equipment in question, no evidence was found as to what caused the smell or the burns to the carpet. No injuries were reported.